Event description:
It was reported that after the iab was inserted without any difficulty, the pump experienced helium loss alarms. The pump was exchanged, but the alarms continued. The iab was removed and replaced without any additional complications.